Manufacturer narrative:
The insulin pump passed the displacement. However, it was unable to prime during the prime test and it alarmed motor error during the basic occlusion test due to faulty force sensor resistors. The motor was tested outside of the device and it passed. The drive support cap was inspected and no anomaly was noted. The device had missing end cap sticker, cracked case at the display window corner, cracked at reservoir tube window corners, cracked reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system when priming the tubing. The customer's blood glucose was 296 mg/dl. While troubleshooting, it was found that the drive support cap appeared normal. The customer was advised that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.